Manufacturer narrative:
According to the customer, on (B)(6) 2025 the nebulizer would power on, but was not administering the "albuterol and budesonide" medication that is prescribed to be administered "twice daily for asthma and allergies". The customer reported due to the issue her son did not receive his medication for "about one day" causing him to have an increase in "coughing" and become fatigued. The customer reported her son is now doing fine. The customer did not report any serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the nebulizer would power on, but was not administering the "albuterol and budesonide" medication that is prescribed to be administered "twice daily for asthma and allergies".